Event description:
It was reported that after successful implantation of a bifurcated device, suprarenal aortic extension, an infrarenal aortic extension, and a palmaz stent, a proximal type I endoleak was noted at the end of the procedure. The physician chose to leave it untreated and monitor. One month later, computed tomography scan and angiogram showed that the endoleak was not resolved on its own. Two months post-implant, the physician elected to use a renal snorkel technique, where in the physician placed a competitor's stent up to the right renal and an additional infrarenal aortic extension up to the left renal, which successfully corrected the endoleak. It was reported that the patient is doing well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However operative notes and computed tomographic scans were provided for clinical assessment by clinical representative. Based on review of the procedure planning sheet, the patient presented with a proximal neck length measuring 10-12mm. The current IFU recommends a neck length of less than equal to 15mm. The patient was noted to have a type 1 proximal endoleak at the conclusion of the index procedure. The type 1 endoleak remained at two months post op and the patient underwent a snorkel procedure of the right renal artery. The endoleak was resolved at the end of the case. The patients vascular anatomy (short proximal aortic neck measuring 10-12mm) likely contributed to the type 1 endoleak. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.